Event description:
Per the clinic, the patient experienced an infection at the implant site resulting in loss of osseointegration on (B)(6), 2014. On (B)(6), 2014, the patient was prescribed oral antibiotics. The device has not been made available for analysis as of the date of this report, (B)(6), 2014.

Manufacturer narrative:
(B)(4). Device currently unavailable.